Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced the reoccurrence of atrial fibrillation on august 12th. The patient recovered successfully on august 13th. The patient did not required hospitalization nor intervention and recovered successfully.